Event description:
Symptoms/ae: retroperitoneal bleed, pseudoaneurysm, cardiopulmonary arrest, death. Time of symptoms/ae: after vessel closure. It was reported that a physician attempted closure of bilateral arteriotomy of the femoral artery after a diagnostic procedure. Both sides were closed using a proglide device. Prior to closure, a femoral angiogram was performed per the instructions for use (IFU). Following the procedure, the pt reportedly experienced a large retroperitoneal bleed and was given intravenous fluids and blood transfusion. On the next day, the pt developed further bleeding and a repeated angiography revealed a right femoral pseudoaneurysm and contrast going into the retroperitoneal space. The pseudoaneurysm was treated with balloon angioplasty attempting to tamponade off the bleeding and amicar was given. Two days later, the pt experienced cardiopulmonary arrest and was pronounced dead after approx 45 minutes of cardiopulmonary resuscitation. The listed cause of death signed by the physician is pulmonary embolism.

Manufacturer narrative:
The device will not be returned for eval. The lot number was not identified; therefore a device history record review could not be performed.